Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra2 meter was reading inaccurately high. The medical affairs specialist spoke to the patient on the same day. The patient reported that on approx two and a half months earlier, she obtained a meter result of 299 mg/dl. She could not recall the time or the time of day that the result was obtained. She allegedly took 10 units of humalog, which was based on the meter result. She reported that she also takes 30 units of lantus each morning as a set amount. Some time after she took the insulin, she became shaky and "in a fog". She was taken to the hospital by her son, and while there, she was treated with IV glucose. She does not know what her blood glucose level was at the hospital. She was released once her blood glucose was stable. She could not remember any times from the event. Her medication regimen has not been changed. This complaint is reported, as the patient allegedly took her insulin based on the meter result and subsequently suffered a hypoglycemic event and received medical intervention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.